Event description:
Dextrose 5% in .5 normal saline infusing at 15 ml/hr via buretrol and 6201 baxter pump. Infusion started at 3 pm. Buretrol filled with 30 ml of fluid every 2 hours. Claforan given via buretrol at 6:15 pm. At 7:45 pm, intravenous infiltration noticed by nurse. Right foot and leg edematous to knee area. Foot and toes white in color and cool to touch. Nurse removed intravenous cannula and noticed sloughing of tissue and oozing of fluid. Alarming of the pump cannot be verified.